Event description:
It was reported that a cartridge alarm occurred during the load sequence. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.